Event description:
It was reported that there was a "black mark on the reservoir" of a large volume infusor. This was noted before patient use. The device had been filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured november 12, 2014 to november 13, 2014. The device was received for evaluation. Visual and microscopic inspections were performed with no issues noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.